Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited an abrupt change in pacing impedance measurements. Subsequently, the patient expired. There were no allegations against device functionality at that time.